Event description:
According to the reporter, in a lower anterior resection (lar), there were issues with the reload prior to use. The specific problems included excessive force errors and loading issues with the reload, as well as set-up issues before firing. Troubleshooting steps involved attempting to use the reload on a blue surgical towel and taking the adapter on and off, but these efforts were unsuccessful. The device was replaced five times without success, and eventually, a different color reload from a new lot was used. There was no patient injury. Pli-50: the device was returned without any accompanying information.

Manufacturer narrative:
D10 concomitant products sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot # n4j1895ry); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot # n4j1895ry); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot # n4j1895ry); sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a4, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired to the 5cm cut line. The clamping mechanism was deformed. The proximal sutures were cut. The distal anvil and cartridge sutures were intact with pieces of reinforcement material attached. The reload was loaded into a rep resentative instrument (0777). The interlock was overridden. The reload was applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that excessive load detected. The reported issue was not used as intended. The product analysis noted evidence that the device was not used as intended. May occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the open stapler and reload. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.